Event description:
The customer indicated there were discrepant platelet results when comparing the following different platelet methodologies: cell-dyn immuno plt assay (a fully-automated, immunology-based method for counting platelets) and the plto (optical platelet concentration). The customer stated the results were being utilized to determine thrombocyte transfusion. The complaint indicated there was a scatter problem and a group of plots appeared in the same place on the scatter gram for cd61-I and cd61-ii for all patient results. Dirt was found in the cd61 filter and the laser bench filter was cleaned which resolved the issue. One patient sample generated an initial platelet (plto) result of 28.2 10e3/ul, cd61 result of 66.7 10e3/ul. When repeated, the plto result was 13.2 10e3/ul, cd61 result of 33.4 10e3/ul. The results were not reported out of the laboratory and no impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Manufacturer narrative:
(B)(4). Dirty optical bench assembly filter. Investigation summary: while using the cell-dyn sapphire instrument, the customer stated that there was a giant thrombocyte coagulation, but it was hard to distinguish if it was originating from the specimen or the cell-dyn sapphire instrument. The customer sent the patient data and upon review of the scatter gram, a large plot group was observed to be present on the right bottom on all results of the cd61 ii graph. This group was also located on the right top portion on the cd61 I graph. This group was mostly black plots, which were not counted as cd61; however, some tests had shown green and had been counted as cd61. The poc scatter gram was no problem. The customer requested a field service visit for issue resolution. Upon inspection of the cell-dyn sapphire on (B)(6) 2009, the field service engineer (fse) found dirt in the laser bench filter. The fse cleaned the optical bench assembly laser filter. The instrument was performing within specifications, no further investigation was required. The review of the data (21 pages in total) faxed by the customer, showed pic/poc delta, lower, upper, or lower and upper region interference in plti histogram and interference with plt results due to plt clumping suspect parameters flagging. It also contained band, immature granulocyte (ig), asymmetrical rbc distribution (asym) and unidentified fluorescent population (fp) suspect populations. The cell-dyn sapphire product labeling provides guidelines on troubleshooting data-related problem. Data-related problems, indicates that imprecise cd61 results are indicative that the instrument requires maintenance. Section 3, principles of operation, system initiated messages and data flags, provides a list of invalidated messages and explanation of fault conditions. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to reported event. This is the final report.